Event description:
It was reported that an arteriotomy closure of the left femoral artery was attempted using a perclose proglide device after an abdominal aorta angiogram procedure. Reportedly, difficulty was encountered while advancing and tying the knot and the closure procedure was not completed. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: the customer reported that hemostasis was achieved with 30 minutes of manual arterial compression.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returning. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. It was reported that during knot advancement of a proglide device, difficulty was encountered and the closure procedure was not completed resulting in the use of manual arterial compression to achieve hemostasis. This is indicative of a suture snag. Possible contributing factors for the suture snag can be influenced by, include, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing the suture of every device is inspected to insure the suture is loaded onto the device appropriately. The procedures provide for an integral suture that would deploy as intended. With the inspections of the suture in place and the lot acceptance testing to verify quality of the lot build, there is no indication of a manufacturing deficiency. Although, a femoral angiogram was reported to be performed prior to arteriotomy closure, the customer was unable to provide the results. There were no challenging anatomical conditions reported. The deployment technique of the operator can cause a suture snag by operator manipulations during deployment or grabbing the incorrect suture during advancement may cause the suture to snag on itself. There was no reported information on the location of the suture snag, but observed during suture advancement. The proglide device instructions for use provides for the optimum procedure to ensure successful delivery of the suture. There is no reported information to indicate an operator deployment technique influence. Anatomical conditions can interfere with the deployment process and may snag the suture during the deployment process; however, there was no reported anomaly of the patient anatomy. There was no reported information to indicate an anatomical influence. The evaluation could not conclude an influence from manufacturing, a patient anatomical condition, or by an operator deployment technique; therefore, a cause could not be determined by the reported information. A review of the lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not returned. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.